Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 83mg/dl, 54mg/dl, 102mg/dl. Tests were done 10 minutes apart with a difference of 28mg/dl. Patient did not experience any adverse events. No further information has been reported.